Event description:
Right shoulder arthroscopic bankart reconstruction bio mini revo x 3 with transcutaneous insertion of ambit pain control catheter. -intra articular-. Now having pain and has been diagnosed with post arthroscopic glenohumeral chondrolysis right shoulder. Has had to have another surgery - humeral head resurfacing. Dose or amount: marcaine 0.5% 120ml. Route: intra-articular. Dates of use: 2007. Event abated after use stopped or dose reduced?: no. Diagnosis or reason for use: right shoulder bankart reconstruction-postop pain.